Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call a hospitalization low blood glucose level of 21 mg/dl. The customer reported being high due to not being on the insulin pump since hospitalization six months ago. The customer had no specific symptoms. The current blood glucose level was unknown. The customer declined troubleshooting for the low blood glucose level. The insulin pump will not be returned for analysis.